Manufacturer narrative:
Unit has not yet been returned for evaluation. Follow-up report will be issued as necessary based upon investigation results.

Event description:
It was reported that the unit consistently runs above operating temperature at 111f-112f. No patient involvement or adverse consequences were reported.